Event description:
It was reported that the atrial lead had high thresholds. It was also reported that the lead was implanted with a jugular access and was bothering the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The proximal and distal conductor of the lead became distorted while in vivo. There was blood on the proximal conductor. The outer insulation of the lead developed a breach due to abrasion while in vivo. The analyst commented, the lead was returned with severe twiddler¿s syndrome which resulted in extreme distortion of the conductors and multiple outer insulation breaches.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.